Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: black stuff on secondary set spike. Rn opened bag and noticed black stuff on spike. Tried to wipe off but it did not come off.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Photographs and one sample were provided for evaluation. Upon visual inspection of the photograph, it was noted that a black substance is present on the spike. However, when the used sample was evaluated the substances were not present on the spike. Based on the data from the investigation, the reported defect was confirmed. Although the substance was visible in the picture, the returned sample did not provide enough information to determine the root cause or possible source. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.